Event description:
It was reported that bd insyte autoguard winged hub does not have threads. The following information was provided by the initial reporter: date of incident (B)(6) 2024 type of incident/problem: malfunction - during or after use level of harm- minimal harm there is no threading on the pink catheter piece the pt bled everywhere due to the heplock not being to twist on. Who was affected? Patient unexpected or prolonged care? Yes. Frequency of problem: recurring. 30 dec: what was the impact to the patient? Bleeding and having to restart IV as no threading describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Bleeding and having to restart IV.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381934 and lot number 4155277. A quality notification related to the reported defect was initiated during the build of this lot, however without a sample we cannot confirm that this failure was related to that notification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional infromation.